Event description:
Complainant alleged that while attempting to monitor a patient, the device's display started to roll down and the clinician was unable to see the ECG waveform. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device has been received and a follow-up report will be submitted when the investigation is completed.